Event description:
It was reported that coil protruded upon removal. The target lesion was located in the internal iliac artery. A 10mm x 50cm interlock was selected for use. During procedure, it was noted that the coil got stuck in the distal part of the catheter. The coil and catheter were then removed together, however the coil was noted protruding from the catheter's tip. The procedure was completed with another of the same device. No patient complications were reported.